Event description:
Customer received results of 22.8 mmol/l and 15.3 mmol/l on the mobile system, and a result of 9.5 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the compact plus system (lot number 208077, expiration date 10/31/2014). (B)(6).